Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a 5.7cm thoracic aortic aneurysm. It was reported that during the index procedure and while deploying the stent graft, the graft moved distally and was deployed lower than intended. A second piece was then implanted proximal to first stent graft and deployed successfully. There were no issues with the stent grafts; however, the patient expired at the end of the procedure. The physician attributed the cause due to the patient¿s reaction to protamine (anticoagulant) given at the end of the procedure. The patient¿s heart went into arrhythmias and the physician was unable to convert the patient. Upon inspection of the device, the tapered tip was slight curved. The rest of the device was unremarkable. The graft cover was retracted and the tip capture mechanism was inspected. There was no obvious damage to the components and they functioned as intended. The complaint could not be confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; the device was unremarkable.